Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 left ventricular assist system (lvas). A direct correlation between the device and the reported cardiogenic shock, hemorrhagic shock, and patient outcome could not be conclusively determined through this evaluation. The lvas was returned with the pump cable cut approximately 11 inches from the pump header and the remaining portion of the pump cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was cut approximately 8 inches from the graft attachment. The apical cuff was returned, and the cuff lock was fully engaged. Upon disassembly of the returned device, examination of the textured blood-contacting surfaces revealed loosely coagulated blood throughout the pump with no evidence of adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the relevant sections of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic and hemorrhagic shock; the patient had complications postoperatively of cardiogenic shock and bleeding. It was reported no, the patient¿s outcome was not device or therapy related. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.